Event description:
Customer stated that his wife called the paramedics twice. Customer passed out due to low blood glucose. Customer was not transported to hospital. The low blood glucose events happened over a year ago. Customer has experienced low blood glucose event without being hospitalized. Customer has high blood glucose at this time; customer treated with bolus. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.